Event description:
During preparati0n of a drug eluting stent procedure, the stent was damaged. A distal end defect was observed during removal from packaging. The distal end of the stent was flared and the balloon was misshapen. The damaged device was not used and the procedure was completed with a different devoce. There were no pt complications and the status is good.